Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system has an off label rv configuration. The right ventricular (rv) and left ventricular (lv) leads are connected via an adaptor and plugged into the rv port of this pacemaker. When this new pacemaker was implanted, the rv was programmed to a unipolar configuration. No issues were noted. The rv was then programmed to a bipolar configuration, and noise, oversensing and pacing inhibition were observed, which resulted in asystole of greater than two seconds. The rv was then immediately programmed back to a unipolar configuration. No further issues were noted. The representative discussed this was likely the reason why the rv was initially programmed to a unipolar configuration with the previous pacemaker. The representative discussed there may be a possible lead insulation issue, however; this was not confirmed. No additional adverse patient effects were reported. No further actions were taken since programming the rv back to a unipolar configuration resolved the issue.